Manufacturer narrative:
The reported complaint could not be verified upon performing pvt (performance verification) tests however can confirm n185 prox occl a during cassette alarm qas found in logs on the date of event (february 10, 2026). The probable cause is intermittent failure on pressure detector. The pressure detector was replaced and the mechanism was calibrated to resolve reported complaint. Unit passed all relevant pvt tests. Corrected information can be found in section d concomitant products, section h6 annex a code and section h6 annex g component code. D9 - date returned to MFR: 04mar2026.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a plum 360¿ infuser pump, in which it was reported that during patient use the pump failed to detect air bubbles. The air in the line did not reach the patient. There was no patient harm. The customer tested one of the pumps with a cassette from the same batch in the workshop, but they were unable to reproduce the problem. There have been no fatalities or injuries, but users have expressed concerns. The pumps are in good condition and there was no contamination. The sensors are clean. The pump was used as follows: -port b is for the fluid required for the treatment. They usually program the pump for a volume slightly larger than the bag's contents. -when the bag is empty, the pump detects air proximally and stops the infusion. -they perform a back-purge to bring the fluid back up and prevent air from entering the system. -they clamp the bag tubing onto port b and program port a to inject a flushing fluid via a syringe, to ensure that all the prescribed fluid has been delivered to the patient.